Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak and air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, the gripper line removability test was performed, and an inflow of air was observed on echocardiogram. The clip was deployed, reducing mr to <1. It was noted that the flush of the heparinized saline on both connection points was turned fully up by one of the nurses. Initially it was believed that the inflow of air was the saline showing due to the high flush into the patient, but after the procedure it was confirmed that there was air collected in the left ventricle. The patient was monitored post procedure, and no patient effects were observed. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event: a product problem did not occur. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (air) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the air embolism could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.